Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: detailed analysis of the returned cellebrity cytology brush revealed that the catheter was separated and was kinked at the proximal end. The damage to the returned device was most likely due to operational/physiological context issues encountered during the procedure. Therefore, the root cause for this event is most likely determined to be operational context.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the plastic sheath torn or split. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; flare detached.